Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the reload cartridges could not be used with the devices. There was no pt consequence. Product rec'd from sterilization services on 9/26/97. The product was initially reported as an oms. Product rec'd was an ems. The nature of inquiry was "misreloading". The ems is jammed therefore, facility changed the nature of inquiry to reflect the proper problem encountered.